Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device eval: the reported problem of "broken cable" was confirmed during device evaluation. Ac power cord was found broken/cracked during visual inspection in service. Power cord was replaced to resolve the reported issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.